Event description:
Same case as MFR. 2134265-2011-01843. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the balloon became stuck on the guide wire. Vascular access was obtained through the femoral artery and the target lesion was located in the superficial femoral artery (sfa). The physician attempted to advance the 3.0mm x 40mm sterling es balloon catheter over the 0.014 platinum plus guide wire however, the balloon became stuck on the guide wire. The physician was able to advance the guide wire in the balloon catheter however; could not withdraw the guide wire from the balloon. The catheter had "accordianed" while trying to cross the occlusion. The balloon catheter and the guide wire were removed from the patient as a unit. The procedure was successfully completed with an unspecified bsc balloon catheter and a non-bsc guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR. 2134265-2011-01843. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, the balloon became stuck on the guide wire. Vascular access was obtained through the femoral artery and the target lesion was located in the superficial femoral artery (sfa). The physician attempted to advance the 3.0mm x 40mm sterling es balloon catheter over the 0.014 platinum plus guide wire however, the balloon became stuck on the guide wire. The physician was able to advance the guide wire in the balloon catheter however; could not withdraw the guide wire from the balloon. The catheter had "accordianed" while trying to cross the occlusion. The balloon catheter and the guide wire were removed from the patient as a unit. The procedure was successfully completed with an unspecified bsc balloon catheter and a non-bsc guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the device was received stuck in the sterling balloon catheter. Visual examination identified kinks approximately 0.5cm and 1.5cm from the distal end. The outer diameter of the mid portion could not be taken due to the stuck catheter. All other outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).